Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. Following stent implantation with a 10x60mm epic stent, an 8.0 mm x 60 mm x 135 cm sterling balloon catheter was advanced for post-dilatation. The device was initially inflated at below 10 atmospheres for a minute. However, during the second inflation at 10 atmospheres for 1 minute, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good.